Event description:
Healthcare professional (hcp) reported patient receiving hemodialysis on the baxter meridian device when the device kept shutting off about every 30 minutes without providing an alarm. Hcp moved the patient to another meridian device and completed treatment without further problems to report. Hcp reported patient did not exhibit any adverse signs or symptoms during event and there was no medical intervention and no patient injury resulted.